Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient's blood glucose (bg) level varied from 259 to 521mg/dl with nausea, headache and being grumpy. The patient also complained of a stomachache. The patient was treated with lantus 40 units and 10 units of novolog. The patient bg came down to 136mg/dl. The reporter stated that the patient was off of the pump for the past year and began back on the pump last month. The reporter denied insulin leakage, denied bent cannula, no blood in cannulas or other site problems. The reporter stated that the patient is currently off the pump and will consult with healthcare professional (hcp) about findings and follow up with the recommendations of hcp. The pump is not being returned. Customer support instructed the reporter the findings from the history menu and the patient is not following use of the ezcarb and ezbg as intended. Customer support instructed that the site and set should be changed every three days. Customer support instructed reporter that there was no defect found with the pump delivering insulin and to contact hcp for further pump adjustments. This is being reported due to the patient's blood glucose excursion while on insulin pump therapy.

Manufacturer narrative:
Follow-up #2 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A normal bolus and an audio bolus were performed and were accurately recorded in the pump history. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Use error contributed to the reported bg excursion based on the following reasons: the patient was off of the pump for the past year and restarted the pump last month and the patient is not following use of the ezcarb and ezbg as intended.